Event description:
Additional information was received stating that the vns patient had vocal cord paralysis on the left side of the neck which is believed to be due to surgery. Product information was also provided.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
It was reported that the patient is complaining of vocal cord issues following generator and lead replacement. The physician believes that the issues are due to excessive handling of the vagus nerve during removal and replacement of the lead. The physician's plan is to continue monitoring the patient and anticipates that it will resolve over time. Attempts to obtain additional relevant information have been unsuccessful to date.